Manufacturer narrative:
A steris service technician arrived at the user facility, inspected the sterilizer and found the water manifold required replacement. The technician replaced the manifold, performed a test cycle and returned the unit to service. The manifold is being returned to steris for further evaluation. A follow-up report will be submitted should additional information become available.

Event description:
The user facility reported their unit was leaking water. No injuries, procedural delays or cancellations were reported.